Event description:
Vial mate adaptor: after activation product leaks between vial and adaptor junction. Has been occurring with various drug products, but mainly with zosyn brand 3.375 gm vials. This has been happening over the last several months, 5-10% of dose being affected. Variety of lot numbers.